Event description:
It was reported to gore that on (B)(6) 2025, a 30 mm gore® cardioform septal occluder was selected to treat a patient with patent foramen ovale. This device was successfully positioned after three attempts. Shortly before the final release of the device, it was noticed that the patient had developed pericardial effusion and was hypotensive. The patient underwent pericardial drainage for about an hour, stabilized hemodynamically, and was transferred by ambulance to another facility. The cardiac surgeon found a cut of approximately 7 mm on the roof of the left atrium, assuming to have been caused by the device during the implant procedure. It is not reported how this cut was treated. The patient is now in good conditions since (B)(6) 2025 with the device successfully implanted. The patient is responding appropriately to neurological tests and is expected to be discharged in a few days.

Manufacturer narrative:
The initial reporter has been contacted in order to receive more information on the event, device identification, and patient details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated d4, h4. Updated h6: added health effect - impact code f24. Updated medical device problem code to a0101, code a24 was inadvertently entered. Added type of investigation code b14, b20, and b11. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Neither clinical images enabling direct assessment of product performance nor the product itself (which remain implanted) were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: significant pleural or pericardial effusion requiring drainage.